Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a bd ultra fine¿ pen needles had a needle break. The following was reported, material no: 320122 batch no: 8261601. It was reported: that after his injection, the needle only, was still attached to insulin pen,(not hub) he did not notice it on (B)(6) 2019. Stated when he tried to attach a pen needle today to give himself an injection, the pen needle would not attach, the non- patient end got stuck on the needle that was there from the day before. Both non- patient ends are now attached to insulin pen. Verbatim: consumer reported on (B)(6) 2019 after his injection, the needle only, was still attached to insulin pen,(not hub) he did not notice it on (B)(6) 2019. Stated when he tried to attach a pen needle today to give himself an injection, the pen needle would not attach, the non- patient end got stuck on the needle that was there from the day before. Both non- patient ends are now attached to insulin pen. The insulin pen can no longer be used and 2 pen needles were affected. Samples available, (pen needle and insulin pen). No injury to report. Lot: 8261601, expiration date: 2023-09-30, item: 320122.

Manufacturer narrative:
Investigation summary: customer returned (1) used 3ml lantus solostar prefilled insulin pen injector. Consumer reported after his injection, the needle only, was still attached to insulin pen, (not hub). Stated when he tried to attach a pen needle today to give himself an injection, the pen needle would not attach, the non-patient end got stuck on the needle that was there from before. The returned pen injector was examined and exhibited two severed non-patient end cannula stuck inside the septum of the pen. Although two non-patient end cannula were observed in the septum of the returned pen, there was no way to confirm that those two npe cannula belonged to a bd pen needle, as opposed to a different pen needle brand. Since no bd pen needles or pen needle hubs were returned the alleged issue cannot be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no bd pen needles or pen needle hubs were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that a bd ultra fine¿ pen needles had a needle break. The following was reported, " material no: 320122; batch no: 8261601." It was reported: that after his injection, the needle only, was still attached to insulin pen,(not hub) he did not notice it on (B)(6) 2019. Stated when he tried to attach a pen needle today to give himself an injection, the pen needle would not attach, the non- patient end got stuck on the needle that was there from the day before. Both non- patient ends are now attached to insulin pen. Consumer reported on (B)(6) 2019 after his injection, the needle only, was still attached to insulin pen,(not hub) he did not notice it on (B)(6) 2019. Stated when he tried to attach a pen needle today to give himself an injection, the pen needle would not attach, the non- patient end got stuck on the needle that was there from the day before. Both non- patient ends are now attached to insulin pen. The insulin pen can no longer be used and 2 pen needles were affected. Samples available, (pen needle and insulin pen). No injury to report. Lot: 8261601, expiration date: 2023-09-30, item: 320122.